Event description:
A customer contacted baxter (B)(4) regarding a system error (se) 2240 (air in line) and se 2367 alarm that appeared on the home choice (hc) display while the home patient (hp) was connected, in dwell 4. The hp stated that the supply bags were empty and only the heater bag had solution in it. The technical service representative (tsr) asked the hp if any bags had come undone and they stated no. The tsr explained the alarm and assisted the hp with troubleshooting. The hp would finish with a manual bag. Proper procedures per the user manual were reviewed with the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in line) was not confirmed, and the root cause of the complaint was not determined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.